Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 05/17/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that a patient was hospitalized due to a post head injury and underwent therapeutic ivtm treatment for fever management. The solex 7 catheter was inserted into the patient's right subclavian by an experienced physician without issue. After 3 days into ivtm therapy, the attending nurse reported that the fluid inside the saline bag was red tinged. The nurse discontinued ivtm therapy and decided to provide the patient with blankets as an adjunctive temperature management. No visual observation of leak was reported on the catheter, suk or saline bag. No physical signs of leak observed on the floor or on the patient's bed. There was no alarm observed on the console. No known patient impact or consequence reported. No further information was provided.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned solex 7 catheter (lot # 68834). Visual inspection of the catheter revealed traces of desiccated blood on the balloons. The catheter balloons were examined and one of the balloons were observed to be broken / torn / ripped. No further functional testing was performed based on the condition of the returned catheter. Note that the integrity of the balloons are verified on 100% of the catheters by subjecting them to pressure test during manufacturing; however, the visual observation on the catheter balloon may be due to a latent material defect or the balloon may have seen higher stress during insertion or removal.